Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on lead was confirmed. The distal end of the returned proximal segment of lead showed coils extremely stretched and tip fractured-off, pulled apart by way of extracting stylet during extraction.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused the patient to experienced infection with sepsis. The lead was broke at the tip during extraction. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused the patient to experienced infection with sepsis. The lead was broke at the tip during extraction. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.